Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead was replaced due to poor thresholds. Insulation damage was observed at the suture tie down site